Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced over-stimulation in the buttock and ineffective stimulation in the feet where it's desired. Follow-up identified the pt will consult with the physician.